Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 428 mg/dl letter it got down. High blood glucose level was treated by manual injection. Customer was experiencing abdominal pain and was feeling chilled. Customer was not using auto mode on insulin pump. Customer decline troubleshooting for high blood glucose level. Device will not returned for analysis.